Event description:
It was reported the customer was having low blood glucose. The customer's mother also reported her son's bolus wizard settings were incorrect. The mother stated the insulin pump gave her son a 16.1 unit bolus. The mother stated the son was given a 17.2 unit bolus 15 minutes later. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).